Event description:
It was reported that the customer was hospitalized on (B)(6) 2013 due to a high blood glucose level. His blood glucose level was above 650 mg/dl. The customer was hospitalized for four days. He had a diabetic ketoacidosis. He was wearing his insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.